Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unable to fit pin through one of pin holes. Occurred during surgery, resulted in no delay. Item did not break into 2 or more pieces. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned. The investigation could not draw any conclusions about the reported event breakage without the device to examine. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.